Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called twice to assist customer at home. Caller stated the insulin pump was over delivering. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.